Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications prior to the product being released for distribution.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that during an aortic bioprosthetic valve replacement of a 21mm aortic valve ventricular fibrillation occurred twice during cardiopulmonary bypass weaning with severe left ventricular dysfunction. Operative note reported that "the aortic root was very small, but a 21 mm sizer could be inserted." It was also reported that the left main coronary artery was situated and very close to the annulus. Operator reported that is was "presumed lm obstruction from the valve sewing ring," indication for emergency CABG. There were no complications reported following CABG.

Manufacturer narrative:
Method: device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.